Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device investigation has been completed. Based on the analysis, the alleged unexpected reset was verified. The alleged shutdown could not be verified. The alleged occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Event description:
It was reported that the pump unexpectedly shutdown and reset multiple times. Contact reloaded same cartridge. Occlusion alarm occurred and cartridge/infusion set were changed. Insulin delivery was resumed. Customer's blood glucose was 450 mg/dl. Reportedly, admelog insulin was used in the cartridge. Tandem technical support (cts) educated customer that admelog was not labeled for use with the pump. Cts reviewed pump data and confirmed the occurrence of the multiple pump resets. Customer reverted to using manual injections for insulin therapy.